Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: additional information received from the distributor via email on (B)(6) 2022: in reference to our claim, there were 3 (three) cases of peri-incisional necrosis of spay surgeries. - (1 cat, 2 dogs) these cases were all within several days of each other. All used ethicon monocryl 3/o from the same lot. These issues ceased when we switched to other suture material; so, we suspect the monocryl. All cases required surgical debridement and long-term antibiotics. Outcomes are still pending. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure in 2022 and suture was used. Post-op, it was reported that the suture coming apart after surgery. Additional information was requested.